Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic valve was selected for implant. During the procedure, the holding suture was cut at the holder cut position, but one of the holder legs didn't detach. The holding suture on the leg was cut to remove the holder, and the device was successfully placed. There were no adverse health consequences due to the performance of the device.

Manufacturer narrative:
An event of holding suture was cut at the holder cut position, but one of the holder legs didn't detach was reported. A returned device assessment could not be performed as the device was remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic valve was selected for implant. During the procedure, the holding suture was cut at the holder cut position, but one of the holder legs didn't detach. The holding suture on the leg was cut to remove the holder, and the device was successfully placed. There were no adverse health consequences due to the performance of the device.